Manufacturer narrative:
The reported complaint of the autopulse platform (serial (B)(6)) does not power on was confirmed during functional testing. The root cause of the power issue was due to a defective processor board, likely caused by defective component. No physical damage was observe on the autopulse platform during visual inspection. Unable to recover data archive due to defective processor board. Initial functional testing could not be performed due to platform not powering on, thus confirming the reported complaint. To remedy the reported issue, the processor board was replaced. After service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse passed all other functional testing. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(6).

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During shift check, customer reported that the autopulse platform (serial #(B)(4)) does not power on. The autopulse platform made a clicking sound when the power button was pressed and no lights lit up on the display panel. Per reporter, multiple autopulse li-ion batteries where used but issue persisted. No patient involvement.